Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.0/2.5/091 (sphere/cylinder/axis), implantable collamer lens had patient contact. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - it was indicated that the lens possibly could have been explanted. Claim#: (B)(4).